Event description:
Reporter stated that customer received the following results on the performa system within 9 minutes: 216 mg/dl, 156 mg/dl, 137 mg/dl, 120 mg/dl, 123 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.